Event description:
Patient with l4-l5, l5-s1 disk disease underwent lumbar spine surgery via anterior retroperitoneal approach. Surgery and immediate postoperative recovery were uneventful. Patient was readmitted approximately 3 months later with ureteral injury and hyroneprosis and urinoma. Patient referred to another health care facility for further treatment of ureteral injury.